Manufacturer narrative:
(B)(4). Event date: event year: 2017. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a laparoscopic unknown procedure, scissoring occurred and the clips were not formed properly. Another device was used to complete the case. There were no adverse consequences to the patient.